Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they were hospitalized due to high blood glucose level and diabetes ketoacidosis on (B)(6) 2018 after 10 pm with blood glucose of 400 mg/dl. The customer's current blood glucose is 203 mg/dl. The customer did experienced the symptoms such as dehydration and diabetes ketoacidosis. The customer was treated with bolus with insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.